Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Event description:
The customer reported experiencing rebooting of the information center ix when trying to admit patients. There is no report of patient incident.